Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
When a roller pump of a hart lung machine was investigated for a service, it produced a motor error message and did not run. There was no adverse consequence to the patient as a result of this event.